Event description:
Nurse reported pump issue with error code 20 and system time out message. We are sending new pump. Patient will miss infusion for today. Nurse will reschedule the infusion. Serial number - (B)(6). Replacement pump sent. Pump returned and is currently with manufacturer. Indication - antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Upon return, did we replace device? Yes.